Event description:
It was reported that the product could not be pulled out for preparation because the inner plastic pouch stuck on the outer aluminum foil. The xience xpedition was replaced with another one and the procedure was finished successfully. There was no patient involvement. No clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis, which confirmed the issue with the sealed pouch. A review of the lot history record was conducted and found no non-conforming reports that would appear to have caused or contributed to the reported event for this lot. A review of the complaint handling database was performed and identified no similar events for this lot. A product issue was identified that appeared to be related to manufacturing. Further assessment of this issue per site operating procedures is being performed. The performance of these devices will continue to be monitored.